Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was utilizing an omnipod insulin pump. On the day of the event sometime after the insertion, the patient reported that the cgm displayed values that she believed were inaccurate while she was at home. Specific cgm and blood glucose values observed at home were not provided. Due to not having a glucometer available, the patient contacted emergency medical services (ems). Upon evaluation at the patient's home, ems obtained a fingerstick blood glucose measurement of 320 mg/dl, while the cgm reportedly displayed a value of 260 mg/dl. No treatment was administered at the home. The patient reported symptoms including hyperglycemia, nausea, anxiety, elevated blood pressure, and alkalosis. She was transported to the emergency department (ed), where laboratory testing was performed. Treatment included unspecified intravenous fluids and medications for anxiety and nausea. No additional blood glucose values were reported. Following treatment, the patient's condition stabilized. After reviewing the laboratory results, the healthcare provider determined that no further treatment was necessary. The patient was discharged on the same day with instructions to follow up with an endocrinologist for ongoing monitoring. At the time of the report, the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.